Manufacturer narrative:
Concomitant medical products: product ID 3537, product type: programmer, patient. Product ID neu_ unknown_lead, product type: lead. (B)(4).

Event description:
The consumer via manufacturing representative reported the patient lost stimulation sensation the night of the trial implant. There was a "settings not available" messaged that occurred at 5.5 volts which occurred on both sides. It was recommended to reseat the leads and try the cable with ground pad. Additional information received from the manufacturing representative reported the patient was advised to switch to a new test wire. The patient was also not able to feel stimulation in the other wire. It was suspected that the wire had moved out of position with patient activity. The test was inconclusive.